Manufacturer narrative:
Visual inspections & results: balloon condition, punctured; cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition, good; and stopcock condition, open. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had become punctured, making the instrument non functional. The instrument was received with three puncture holes in the balloon. The holes were approx. 1/16" in diameter. The instrument would not function as designed due to three puncture holes in the balloon. No conclusion could be reached as to how the balloon had become punctured. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unknown procedure. It was reported that the balloon was punctured. There was no consequence to the pt.